Event description:
Caller reported that control-iq did not adjust insulin delivery as expected, resulting in a blood glucose level of 44 mg/dl. To address the issue, the customer consumed carbohydrates and glucose tablets. Technical support educated the caller about the ciq technology and reviewed source logs, confirming the system was functioning correctly despite incorrect total daily insulin (tdi) settings. Caller understood the explanation and acknowledged the resolution steps.